Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) store an inappropriate ventricular tachycardia (vt) episode due to oversensed noise. Pacing inhibition was noted at times during the episode. The noise appeared to be external in nature and was believed to be from a non-device related therapy. No adverse patient effects were reported.